Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee) imaging, it was noted the patient had a device related thrombus (drt) attached to inset screw on face of the closure device. A 3mm peri device leak (pdl) was also noted. The patient medication was changed to 5mg apixaban twice a day.